Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: alval / soft tissue reaction, pain and loosening . Queried the component that loosened - 8 apr 2014. Both hospital and surgeon unknown. Rec'd email from file handler with no further details of component loosening. Hospital has been contacted for information . 3rd and final request for information of component that loosened sent - 18 apr 2014. Update received: 23rd june 2014 - added kennedys reference number, marked as legal, (B)(6).

Event description:
Asr revision; asr resurfacing- left; reason(s) for revision: alval / soft tissue reaction, pain and loosening. Queried the component that loosened - (B)(4) 2014. Both hospital and surgeon unknown. Rec'd email from file handler with no further details of component loosening. Hospital has been contacted for information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.